Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. On 06/03, the customer experienced an elevated blood glucose (bg) level of 490 mg/dl, which was addressed with manual injections. The customer reverted to manual injections. Reportedly, as the customer forgot to administer an injection after consuming food, the customer's blood glucose level elevated to 300 mg/dl in the middle of the night. The customer administered a manual injection to address bgs. The following day, the customer received additional cartridge alarm 19's with multiple cartridges during the load process. Additionally, the customer's bg level was 86 mg/dl on 06/04, due to the customer using manual injections, and delivering too much insulin. The customer consumed juice to treat bg level. The customer will continue to use manual injections as alternate insulin therapy, and was recommended to discuss diabetes management with health care provider.